Event description:
It was reported that the customer had a fluid in the pump, button error and keypad anomaly on the insulin pump. The customer's blood glucose level was 159 mg/dl. The customer stated he had a button error on his insulin pump, and it appears there is condensation under the screen, then he went for a run earlier but now he can't push any of the buttons. The troubleshooting was performed. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per health care provider instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with moisture damage on the lcd board. The pump also had intermittent buttons due to corroded keypad traces. No button error alarms were noted. The pump had a cracked case at the display window corners and reservoir tube lip, as well as minor scratches on the display window.